Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2017-00295 and 1627487-2017-00297. Follow-up revealed the infection had not been resolved. The infection was confirmed to be at both incision sites but it is unknown what kind of infection it is. The patient is currently on intravenous antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 3 reference MFR report #: 1627487-2017-00295 and 1627487-2017-00297 it was reported the patient's scs system was explanted on (B)(6) 2017 due to infection at the device incision sites.